Event description:
The facility representative reported a pump that fails to alarm at the 5 ml level as intended. This event occurred at an unknown time. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
The pump has been received in baxter, but an evaluation has not yet been performed. A follow-up report will be submitted when the evaluation is completed.